Manufacturer narrative:
A radiographic image was provided that shows the talar dome and stem has subsided and the tibial tray has loosened when compared with the radiographic image that appears to have been taken immediately after the original implantation surgery.

Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly the patient will undergo a tar revision to replace the tibia and talus. During a post op check-up the surgeon noticed subsidence of the talar implant upon an x-ray review. The tibial tray is loose as well. The actual implants are not broken in any way. Revision surgery is scheduled for (B)(6) 2019.